Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed two occurrences of safety reset complete alarm with an error message (sf74) related to the software. The device main circuit board was replaced due to a leaky super capacitor. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection with the expiratory flow sensor. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation and restarted therapy. There was no patient harm or serious injury reported as a result of this incident.